Event description:
Customer called in explaining that when she activated her pod she heard a clicking/crunching noise, but continued to use the pod because it activated. Customer's history is as follows: 6:50 pm put new pod on bg was 211 workout for an hour. Bg 73 6am bg was 418 correction bolus 7.5 units. At 6:11 am, basal rate 1.75 units 6:16 am bg is 429. At 6:30 am, bg 413 bolused .1 units 6:41 bolused .9 units. At 6:42 am, bg 446 bolused .45 units. Deactivated pod, took an injection 2 units. At 7am, bg 393 10:05 am, bg 187. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.